Event description:
Related MFR reports: 1627487-2020-21791 and 1627487-2020-21793. It was reported the patient's scs system was removed to be replaced with a competitor's system. No further information was available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related MFR reports: 1627487-2020-21791 and 1627487-2020-21793.